Event description:
Patient has provided MRI results which show "liquid infiltration on the left breast." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.